Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. However, it is likely the foreign material remained in the device because reprocessing could not be properly conducted due to a leak from the scope cover. The event can be detected and prevented by handling the device in accordance with the following IFU: gif-ez1500 operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif-ez1500 reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a loose contact and the image flicker. No reports of patient harm. During the evaluation the following reportable malfunction was found: the air/water tube and jet tube had remains of white foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the connecting tube had a cut; the adhesive on the bending section cover was worn; due to wear of the angle wire, the bending angle in up direction did not meet the standard value; due to a burn on the plastic distal end cover, insulation resistance value at distal end did not meet the standard value and due to wear of the scope connector cover, water tightness was lost. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.